Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying other message of "low glucose less or equal to 20mg/dl." The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that the alleged message occurred at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with insulin, 60units of lantus, and denied making any changes to her usual diabetes management routine in response to the reported issue. Approximately five minutes after the alleged issue began, the patient claimed to have developed symptoms of feeling "hot, dizzy, and sweaty", and shortly after, self treated with food/drink and "felt better afterwards." The cca noted that the alleged issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.